Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an incorrect flow value on the system monitor was not confirmed. There were no photos submitted for review. A review of the submitted controller event log file spanned approximately 8 days (01apr2024 ¿ 08apr2024 per time stamp). The calculated flow was within its expected range throughout the entire log file; there was no instance of it dropping to 0.0 liters per minute (lpm). There were no notable alarms active in the log file. The system monitor, serial (B)(6), was not returned for analysis. The provided information stated that the flow value on the system monitor showed 0.0 lpm while other values remained at the expected values. There were no alarms noted and further troubleshooting was performed that revealed the flow on the system controller was at 3.7 lpm. Additional information stated that the cause of the incorrect flow information was believed to be incorrect connection to the system monitor. The issue was resolved, and the monitor was working without errors. A root cause for the reported event was not conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device history records were reviewed were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 4-¿system monitor¿ explains how to properly interpret and troubleshoot system monitor communication issues and error messages. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the flow value on the system monitor showed 0.0 lpm while other values remained at the expected values, speed: 4900rpm, pulsatility index (pi) 3,1, and power: 3,5 w. The patient was stable, doing fine at the time of the event and no alarms were noted. Further troubleshooting was performed that revealed the flow on the system controller was at 3.7lpm. The cause of the incorrect flow information was determined to be incorrect connection to the system monitor. The issue was resolved and the monitor was working without errors.